Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, lot# va21jb2, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 06-aug-2023, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the stimulation is not close enough to her vagina and she is leaking. Patient further reported that they now she has sudden retention, leakage, and incontinence. Patient also reported that they have tried all the programs 1-7 and they don't work and that the doctor said he thinks the lead might have moved a couple millimeters. During the call, patient wanted to change to program 8. During troubleshooting, it was determined that stimulation was on and patient was on program 2 at .6 volts. Patient was advised that the mdt representative will have to add program 8 to patient's device as they only have 7 programs. Patient was on program 2 and increased to .8 volts. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated they were bending over to pump up basketballs was the cause of the reported event. Trying other programs step 5, 6, and 7. Step 7 was the best but still leaking , retaining urine and incontinence. The patient would like the lead to be moved to the virginal area that is where it was most effective.